Event description:
Complaint states that bearing was implanted in 1998 and broke at the bottom and medial side. Apparently the pt has been revised as the bearing is being fed-ex'd from japan to leeds. No revision date or pt info was provided.